Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 09/24/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on an unknown date, it was noted when the suture box was opened, an insect was found in the sterile package. No adverse patient consequences reported. No additional information was provided.